Event description:
It was reported that during pre-surgery the attachment device was "making a loud noise". There were no delays to the planned surgical procedure as a spare identical device was available. No patient harm, adverse outcome or injury was alleged. The exact date of the event was unknown but the reporter clarified the event occurred in (B)(6) 2013. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. (B)(4).

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The device had worn/damaged bearings, made noise, and failed cutter insertion. Evidence suggests this was due to usage/wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).